Event description:
It was reported that a 6f angio-seal was deployed without difficulty post left heart catheterization. According to the physician, the pt has chronic claudication. Upon discharge from the hospital, the pt complained of increased pain in the right lower extremity. The pt went to the physicians office for a follow up visit two weeks post procedure and stated his leg felt ok. Two weeks later, the pt then had a doppler of the right lower extremity and an occlusion was found in the leg. A computerized tomography angiogram (cta) was performed and showed 100% occlusion of the right popliteal artery. The pt underwent an angiogram with balloon angioplasty and infusion of thrombolitics. These attempts to open the vessel were unsuccessful, and the pt underwent thrombectomy in surgery in 2009. The angio-seal was removed. The physician stated that the material removed looked like some sort of suture based material that had migrated down the leg. The pt was recovering.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.